Event description:
According to the reporter: occurred during a partial video assisted thoracic right upper lung wedge resection procedure. The patient's medical history is lung cancer and had been undergoing chemotherapy and radiation treatments, very sick. The stapling device was being used for wedging the lung tissue after using blunt dissection, as well as scissors and cauterizing it free from the chest wall. During the leak test, the surgeon noticed air bubbles. In order to resolve the issue and complete the case, the surgeon used suture to control the air leak.